Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 5.0 mmol/l. Troubleshooting was not performed. The device was returned for analysis.